Manufacturer narrative:
The information for the additional 510k is as follows: g4. PMA / 510(k)#: k222591 a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prior to use of bd bactec¿ plus aerobic/f culture vials (plastic), a carton of bactec anaerobic bottles (sku 442022) was incorrectly labeled as bactec aerobic bottles (sku 442023). Only one carton was affected, and no patient impact has been reported.

Manufacturer narrative:
Investigation summary: catalog 442023, batch no. 4241746 & 4276238. Customer reported catalog 442023 batch 4241746 carton case was received with catalog 442022 batch 4276238. The manufacturing process of both batches was on different days. Catalog 442023 batch 4241746 was manufactured on 09/09/2024 and catalog 442022 batch 4276238 was manufactured on 10/05/2024. Photo of the box and photo of the bottle were received. Bd was unable to reproduce customer¿s experience with bactec product. Satisfactory results were obtained from retention samples when visually inspected. Each box contained the corresponding vial as per batch number. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Controls in place are the following: labeling operation shift leader must ensure that the batch number in the batch control record (bcr) is the same as the batch number of the bottles carts to be labeled. Inspections are performed to remove obvious defects, including cap seal defects (i.e. Cap seal and color). Process control technician performs inspections for correct batch numbers, expiration dates, case completeness, case damage, legible carton and label batch information. Complaint is unconfirmed based on retention samples and batch history record review results. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported that prior to use of bd bactec¿ plus aerobic/f culture vials (plastic), a carton of bactec anaerobic bottles (sku 442022) was incorrectly labeled as bactec aerobic bottles (sku 442023). Only one carton was affected, and no patient impact has been reported.